Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative determined the issue to be related to the laser fiber and ordered a new one. Additional information on the non-conforming laser fiber was requested however, no communication have been received. The non-conforming laser fiber has not been returned for evaluation. The system was manufactured on march 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming laser fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser power was weak. The procedure was completed. There was no patient harm.